Manufacturer narrative:
At the time of explant, the patient confirmed to the medical staff that there are no issues with the nalu device, patient was choosing to pursue a different plan of care for the knee pain. Patient was not receptive to communication from the firm for follow-ups and reprogramming to achieve the maximum pain relief possible with the permanent implant system. The system was explanted, per the patient's request, approximately three months after being implanted with no complaints or allegations of system or device failure or malfunction.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. In (B)(6) 2023, the firm was notified by the surgery center that the patient was requesting explant. Prior to implant the patient was reporting 9/10 pain in the knee area and during the trial phase patient was able to reduce pain to 4/10. Initial programming of the permanent system achieved 6/10 pain, however the patient did not reach out to the firm to receive any additional reprogramming or troubleshooting to further improve pain relief prior to requesting explant. Nalu representatives attempted to reach out to the patient on several occasions with limited responsiveness. Patient did report that the reason for explant was a desire to pursue stem cell therapy for the knee and discontinue the nalu system in lieu of the stem cell therapy. A full system explant was performed on (B)(6) 2023 per the patient's request. The procedure was performed without a nalu representative present, and the device was discarded by the medical facility.